Event description:
It was reported to boston scientific corporation in 2008 that an rx needle knife was used in an endoscopic retrograde cholangiopancreatography procedure the same day. According to the complainant, the needle knife was introduced through the scope. After the physician made a pre-cut, the needle broke completely off. The tip of the needle remained in the patient's duodenum. The physician continued the procedure with another rx needle knife. There are no known patient complications as a result of this event.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.